Manufacturer narrative:
This report 2936999-2017-05414 is replacing previous report 2636999-2017-00081. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter while in use on a patient, air leaked from the bonded section of the endotracheal tube cuff. There was no patient harm but a replacement tube was required.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the reported event was confirmed. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that while in use on a patient, air leaked from the bonded section of the endotracheal tube cuff. There was no patient harm but a replacement tube was required.